Event description:
A report was received indicating that the previous pump required updating and the batteries were draining three times faster than expected. There was no adverse impact to the customer¿s blood glucose level. The customer, identified as mom roxanne, declined further troubleshooting, and the issue was documented by technical support.